Event description:
Reportedly, a packaging box received at the hospital was found damaged.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The observed damaged most probably occurred due to inappropriate transport conditions, as the packaging appeared compressed. Upon reception the box was opened, the internal blister was found damaged. Regarding the device, it also appeared damaged and bent probably due to the compression. Analysis of the manufacturing records did not present any irregularities during the final packaging inspection process relative to the subject lead. It should be noted that with such an irregularity on the external packaging, the product would have not been released for distribution.

Event description:
Reportedly, a packaging box received at the hospital was found damaged.